Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the hp052 devices caused the generator to emit a solid tone. Another instrument was used to complete the case. There was no consequence to pt.